Event description:
It was reported that during a lateral tenodesis surgery despite the use of dedicated drill bits, the implant didn`t stall in the bone and was double fixed in different places. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that the inserter and suture were returned. The suture anchor was not returned for investigation. No problem was noted with the suture or inserter. Due to the disassembled state of the device, functional testing could not be performed.